Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient felt a sharp pain through their abdomen when they were going to the bathroom and having a bowel movement. The patient said it was hard for them to use the bathroom. The patient confirmed they had felt the vibration since implant. The patient was advised to decrease the stimulation a little bit to see if that helped subside the pain. When asked if the stimulation was comfortable, the patient stated they thought it was because they could hear it in their ear at night, when they were at home and everything was quiet. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient called back after getting disconnected. They confirmed the name of their hcp and stated they had a follow up appointment scheduled for the 27th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.